Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Skin irritation causing excessive itching, burning, bruising, rash, redness, and yellow discharge was reported. Symptoms have been occurring over the past year; however, unable to confirm exact number of occurrences. The areas affected are directly under the adhesive and include upper arm, lower back, and thigh. Patient visited physician and was prescribed hydrocortisone cream. Pods were worn longer than 48 hours.